Event description:
Note: this MFR report pertains to the fourth of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-05208, #3005099803-2008-05209, #3005099803-2008-05211, and #3005099803-2008-05213 for a description of the other devices. According to the complainant, the physician was unable to completely open the hemostasis clip and was unable to acquire a tissue sample. The device was removed and replaced with another resolution clip device.

Manufacturer narrative:
Clip won't open. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.